Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery of 10.0 units. Troubleshooting was performed. The customer stated that the reservoir was almost empty, and the device did not alarm. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.